Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s wake button was unresponsive, with the device failing to vibrate or respond to touch and only activating when placed on a charger; a replacement pump was shipped, but the original later functioned properly and the replacement was returned. Symptoms included no alerts or alarms and no reported adverse health effects. Outcomes included continuation of therapy using the original pump without interruption, with the option to use the cgm app or receiver and to shut down the device if needed. Investigation included customer troubleshooting and education, verification of shipping and return logistics, guidance on data syncing, and confirmation that data would not transfer to a replacement. Investigation of this case revealed a device operational issue consistent with a sleep/wake control malfunction, without evidence of broader device failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.